Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device does not provide defibrillation shocks when used with the internal paddles. There was no patient use reported with the event.